Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is inferred that the video connector pin failed due to the user forcibly connecting the scope connector, connecting it at an angle, or applying force such as excessive bending, pulling, twisting, crushing, etc. Or, it is assumed that it occurred because the corrosion of the connector occurred because the user left the foreign matter such as dust and dirt and the residue of the liquid adhering. As a result, the electrical contact of the connector becomes unstable, it interferes with the image transmission between the scope and the video processor, it is speculated that the phenomenon that the image is not displayed has occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon. Furthermore, (B)(4) found that a pin on the video connector socket of the subject device was broken which the pin did not permit a correctly plugged on the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, there was poor contact with the endoscope. During the inspection at olympus (B)(4), it was found that the reported phenomenon was duplicated and the endoscopic image was not displayed while connecting otv-s7h series camera head, also error e311 which indicated that the white balance had not been set was displayed. There was no report of patient injury associated with the event.